Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty inserting the lead through the sheath and stretched the superior vena cava (svc) coil of the right ventricular (rv) lead during implant. The physician felt a strong resistance during insertion, so the sheath was changed out but felt the same resistance with a new sheath. After several attempts with different sheaths, the lead was implanted but fluoroscopy showed that the svc coil was partially stretched at the distal end. The lead was tested and found all measurements to be within normal limits. The physician elected to leave the lead in use. No patient complications have been reported as a result of this event.